Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam and became degraded and caused the patient respiratory infections with mucus. The reported event of respiratory infections with mucus and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as possibly related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. The patient did require medical intervention in the form of prescribed antibiotics. A correction to b5 was made and should be: the manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam and became degraded and caused the patient respiratory infections with mucus. The patient did require medical intervention in the form of prescribed antibiotics. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h5 was previously blank now correctly updated. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. The end user indicated ozone or other unapproved cleaning and disinfection method was used. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and the patient developed respiratory infections. The patient did require medical intervention in the form of prescribed antibiotics. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.